Manufacturer narrative:
Correction to the initial MDR in block b5. The returned lead was analyzed. Visual inspection showed that the lead body was partially sliced, and x-ray inspection confirmed that two cables were completely severed at the damaged section of the lead. The lead damage appears to have been caused by contact with a surgical tool. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review did not reveal any anomalies as it states to handle the ipg and all components with care. Keep sharp instruments away from the components. Technicians confirmed through technical analysis that the high impedances resulting in inadequate stimulation were due to a damaged lead. Inspection showed that the lead body was partially sliced, and two cables were completely severed at the damaged section of the lead. The clean, partial slice observed on the lead body is consistent with damage caused by a surgical tool and likely occurred during the prior revision procedure. The labeling instructs users to handle the ipg and all components with care and to keep sharp instruments away from the components. Therefore, based on objective evidence from the field, and testing of the device, the damage was likely due to an unintended use error.

Event description:
It was reported that following a revision procedure (see MFR. Report 3006630150-2025-11776), the patient experienced inadequate stimulation due to high impedances on two contacts of the spinal cord stimulation (scs) lead. Programming optimization was unable to resolve the issue. Therefore, the patient underwent a lead replacement procedure and has fully recovered.

Event description:
It was reported that following a revision procedure, the patient experienced inadequate stimulation due to high impedances on two contacts of the spinal cord stimulation (scs) lead. Programming optimization was unable to resolve the issue. Therefore, the patient underwent a lead replacement procedure and has fully recovered. The device was not returned by the medical facility.